Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device's plunger had been depressed, but the seal did not completely come out of the delivery tube. The semi-rolled seal had evidence of blood contamination. It appeared as if the tension spring's crimps were on top of the seal. The reported failure was confirmed. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unknown. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did load properly, but did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.